Event description:
It was reported that the pt underwent a replacement due to expected end of life battery. It had been noted that the pt seemed tights and she had been irritable on and off in the month prior to the replacement, so an x-ray was performed by the neurosurgeon. Prior to doing surgery in (2009), it was noted that there was a break in the catheter a half inch above the spinal site. The catheter was removed and a new catheter was implanted along with the expected pump replacement. The pump contained lioresal 2000 mcg/ml infusing at 265 mcg/day prior to the replacement. Following replacement, the dose was significantly decreased to 24 mcg/day since it was known that the pt had not been receiving drug. It was also noted that the distal catheter was not fully removed. The far end of the distal catheter was in the intrathecal space to the surgeon made the decision just to leave it there at the time.